Event description:
Baxter europe reported that a child died of a cytomegalovirus infection after having received more than 50 blood component products. One of these products was a sulfur-dioxide poisoning product from an amicus donation, with a cytomegalovirus positive donor. Baxter was informed that the transfusion center was aware of the blood product being cytomegalovirus positive at the time of the transfusion. There is no other info being provided to baxter from the reporting facility regarding this unfortunate event.